Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom case was loose, and there were instability issues with the stand. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the bottom foot kit and central processing unit (cpu) tray cover. The investigation concludes that no further action is required at this time. If additional information becomes available a follow up submission will be completed.

Manufacturer narrative:
Per good faith effort (gfe) response received on 13dec2024, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The investigation concludes that no further action is required at this time.